Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to d9, h3, h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the no image was a failure caused by a circuit board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Technical assistance center (tac) received a call from the customer, and it was confirmed that no image was detected when connected to the scopes 170 and 180. However, the image was present when connecting to the 190 series scope. Tac technician tried testing with the second system during the call, and found all the scope models worked normally. The customer switched to another system to proceed the procedure. To date, the customer have not returned the device for evaluation. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus the evis exera iii video system center, cv-190 video system had experienced image loss during preparation of the case. The procedure was diagnostic. The procedure was completed using a similar device. There were no reports of patient or user harm associated with this event.